Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the screw fractured at the head. It was removed from the site.

Manufacturer narrative:
One certain titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that the screw head was fractured off. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The device had been placed on tooth # 46 (fdi) for an unknown period of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1251250) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1251250) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.